Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that her husband was experiencing low blood glucose of 35 mg/dl. Customer indicated that her husband's insulin pump had changes made to it by the doctor and he was eating later than usual. Customer indicated that she would treat her husband's low blood glucose like she normally does. She declined to troubleshoot for low blood glucose and no further information was provided.